Manufacturer narrative:
The device history records for the hdf-3500 device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The hdf-3500 passed ¿out qat from heartsine technologies on the 31st march 2017. During the investigation, the failure of mosfet q45 was confirmed by measurement. This had caused the rtc interrupt to be dragged low despite failing no self-test, resulting in a flashing red status led and failure chirp, as per the reported fault. Additionally, while this interrupt is low, the device would not perform auto self-tests. This behaviour was witnessed during investigation and would account for the missed self-tests in the device memory. After replacing q45, the device was left in the humidity chamber at 50°c 95%rh for while performing self-tests every 20 minutes for 5 days. The unit did not display any faults during or after this stress testing. It is a policy of heartsine to not refurbish devices that have been returned from the field, therefore this device shall be scrapped and replaced with a new hdf-3500.

Event description:
The standby lamp blinks red. When the power button is pressed, the green lamp blinks. Return to normal. Since then, the same situation has occurred about four times. There was no patient involved in this event.